Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.

Event description:
During a literature review, a publication was found that reported left ventricle (lv) perforation following implantation of an unknown impella pump for mechanical circulatory support.

Manufacturer narrative:
The investigation for the reported ventricle perforation has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the ventricle perforation could not be determined. Corrections to the initial MFR report: f6/f8 should have been left blank. G4-PMA/510k number stated "unkown" but should have stated unknown.